Manufacturer narrative:
(B)(4).

Event description:
Procedure type: knee surgery. According to the rptr: surgeon used laparoscopic trocar, inserted behind the patella to pass reamers to the tibia; after he was done reaming, he took the trocar out and noticed that the end of the port was chipped. After doing the rest of the original procedure, he did a knee arthroscopy to look for a foreign body but could not find anything. He requested for x-ray to be read by radiologist. Radiologist spoke to surgeon and no foreign body found. No harm to the pt. No pt injury was reported.